Event description:
During a pm inspection of the 7600 system, a problem was identified with the image resolution. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.